Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse checked and adjusted pipettor positions. Also, the ad valve was check and adjusted by the fse. Multiple samples were run by the fse and found probe was not going down far enough to reach the sample when the error was received. The fse replaced the cable from s202to cn309. Fse ran multiple samples with no errors. Instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-360 operator's manual section 7-1: list of flags under section 2.2 detailed descriptions of flags and actions states the following: ss: the assay was cancelled because of insufficient sample. If this flag appears when there is an enough sample, either the sample nozzle or the sample detection sensor may be faulty. If this problem occurs frequently, contact the service department. The most probable cause of the reported issue was due to a worn cable from s202 to cn309. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving short sample error while running patient samples on their aia-360 instrument. Customer indicated that ample sample was in the tube when the error occurred. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of fsh and prl patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
One s202 cable was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Functional testing of the washer s202 cable passed. The reported event was not duplicated. The most probable cause of the reported event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.